Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Customer reported having blood glucose levels up to 500 mg/dl. The customer also reported receiving no delivery alarms. Blood glucose level at the time of the incident was 382 mg/dl. During troubleshooting, customer confirmed that she had a bent cannula. The insulin pump was not replaced or returned for analysis.